Event description:
It was reported that the pump was hot to touch while charging. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made to obtain additional information but no response was received.